Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump returned a no delivery alarm during a set change. Blood glucose level was 169 mg/dl at the time of the call. Caller changed the set and was able to manually prime without receiving a no delivery alarm. No further information was provided.